Manufacturer narrative:
The baxter technician found the upper control board needed to be replaced. Per the baxter user manual, warning: the bed exit alarm system is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. Per the baxter user manual, if the bed exit alarm does not alarm and all three mode indicators are flashing, remove the patient and zero the bed exit system. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in april 09, 2025. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the upper control board to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report that versacare frame had bed exit alarm not functioning. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
This report is being submitted to clarify that mdrs 1824206-2026-00672 and 1824206-2026-00691 were identified as duplicate submissions for the same event. All other information previously provided in the original report (1824206-2026-00672) remains accurate. If any additional or new information is received, it will be evaluated and submitted in a supplemental report to the original MDR 1824206-2026-00672.